Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula vein side. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, while blowing the balloon inside the patient's body, the balloon burst. The procedure was completed with another of same device. No patient complications reported, and the patient was stable post-procedure. It was further reported that the target lesion was 30% stenosed, severely tortuous and severely calcified. Furthermore, the balloon ruptured on the third inflation at nearly rated burst pressure, and the device was removed smoothly from the patient.

Manufacturer narrative:
H6: evaluation method codes (1): corrected from device not returned to analysis of production records.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula vein side. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, while blowing the balloon inside the patient's body, the balloon burst. The procedure was completed with another of same device. No patient complications reported, and the patient was stable post-procedure. It was further reported that the target lesion was 30% stenosed, severely tortuous and severely calcified. Furthermore, the balloon ruptured on the third inflation at nearly rated burst pressure, and the device was removed smoothly from the patient.

Manufacturer narrative:
H6: evaluation method codes (1): corrected from device not returned to analysis of production records. Device evaluated by MFR.: mustang 5.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 24 atmospheres for 30 seconds using de-ionized water and digital stopwatch without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 24 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual examination found no issues or damage to the tip of the device and found no damage or issues with the markerbands of the device. A visual and tactile examination found the shaft of the device to have stretching damage beginning approximately 110mm distal of the strain relief and extending approximately 70mm distally along the shaft. This type of damage is consistent with excessive tensile force being applied to the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula vein side. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, while blowing the balloon inside the patient's body, the balloon burst. The procedure was completed with another of same device. No patient complications reported, and the patient was stable post-procedure. It was further reported that the target lesion was 30% stenosed, severely tortuous and severely calcified. Furthermore, the balloon ruptured on the third inflation at nearly rated burst pressure, and the device was removed smoothly from the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula vein side. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, while blowing the balloon inside the patient's body, the balloon burst. The procedure was completed with another of same device. No patient complications reported, and the patient was stable post-procedure.